Event description:
The pt's mother reported that the pt was admitted to the hospital on (B)(6) 2010, morning for dka. The pt reportedly had symptoms of nausea/vomiting and seizures prior to the hospitalizations. The pt's blood glucose the night before the hospitalization was in the 400's and it kept increasing through the morning until the meter displayed a "high blood glucose" result, which indicated a blood glucose result over 500 mg/dl. The pt's mother indicated that the site was changed 2 times the morning of (B)(6) 2010. She also reported no issues with the infusion set/site and cartridge connections. The time/date and basal rates were confirmed to be correct in the pump settings and the basal/bolus history were correct. The animas representative did not find any defect with the pump during troubleshooting. There pump was replaced. There is no indication that the pump malfunctioned; however, this complaint is being reported because the pt reportedly was hospitalized for dka.

Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. No alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history, the pump was primed successfully, the pump was exercised for 29 hours flow accuracy test and it was found that the pump was delivering insulin accurately, the daily insulin delivery totals correctly reflected the user's current programmed basal rates, the basal and bolus deliveries added up correctly in the pump's history, and the pump was also exercised for 24 hours at 1 unit/hour with no alarms occurring. In conclusion, there were no defects found with the insulin delivery.